Event description:
The device's imaging system rotated uncontrollably and collided with the delivery system of the device. My relative was really scared when that happened since he was on the treatment bed. FDA safety report ID# (B)(4).